Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose 400 mg/dl. Patient's current blood glucose: 180 mg/dl. Customer treated for high blood glucose with insulin pump only. Customer changed his infusion set but had an insulin flow blocked alarm yesterday. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by changing complete set (infusion set and reservoir). Customer reported that they have not contacted their healthcare provider regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer declined to perform the high pressure test since he called about insulin flow blocked alarms. The insulin pump will not be returned for analysis.